Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4). Method: lens work order search. Results: visual inspection of the returned product found piece of plate haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and one similar complaint was found within the same work order. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim was performed. The investigation addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The investigation also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
The reporter stated the surgeon inserted an aa4203tl silicone single piece lens with toric optic in the patient's left eye. The lens tore during insertion into the patient's right eye. The lens was removed with no patient injury and a backup lens was implanted. Cause of lens tear is unknown. No lot numbers were provided.